Manufacturer narrative:
The biomedical engineer (bme) reported that all gz's went into communication loss for about 4 minutes @ 1:48 am on (B)(6) 2021. No patient harm was reported.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.(B)(4)

Event description:
The biomedical engineer (bme) reported that all gz's went into comm loss for about 4 minutes on (B)(6), after midnight. The customer requested that an investigation be done for this issue. No patient harm was reported.